Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio: 4.2. Date: (B)(6) 2012, inratio: 3.7. Date: (B)(6) 2012, inratio: 1.3, lab: 2.2. Pt's therapeutic range: 2.0 - 3.0 inr. On (B)(6) 2012, pt was admitted to the emergency room for blood clot. Nurse could not provide medications or therapy performed. Nurse stated that after testing with inratio on (B)(6) 2012, physician instructed pt to not take coumadin for that day. After testing with inratio on (B)(6) 2012, physician again instructed pt to not take coumadin for that day.

Manufacturer narrative:
Investigation pending.